Event description:
The hcp reported the patient had an MRI in 2006 with tesla 1.3 and subsequently, the pump intermittently stalled and recovered. The stalls were noted to have occurred in the evening and night with the patient hearing intermittent alarming. The patient had not had pain relief with the pump yet. The hcp had been titrating the morphine. This was placed on hold due to a stump infection. There had been no volume discrepancies. The hcp reports compounded drug had been used in the pump. The pump was then explanted and not replaced after an implant duration of 5 months because of the frequent stalling. A follow up report will be sent when additional information is received.